Manufacturer narrative:
One device was received for evaluation for the complaint that the vent did not alarm when disconnected from the patient. During investigation found the event occurred during patient use and the event had the potential to interrupt therapy. This malfunction makes the event reportable. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint was confirmed. During disconnect alarm test, the alarm did not sound. Battery contacts were flattened in battery compartment and adjusted. Device now alarms during disconnect alarm test. The probable cause of customer complaint was no power due to flattened battery contacts not touching battery. The device is now performing as designed.

Event description:
It was reported that the vent did not alarm when disconnected from the patient. During investigation found the event occurred during patient use and the event had the potential to interrupt therapy. This malfunction makes the event reportable. There was patient involvement and there was no harm.